Event description:
Deformity of distal femur. Stem protruded through distal femur. Surgeon attempted to remove the stem, but it cold-welded to the sleeve and could not be separated. Surgeon chose to leave implant in order to preserve proximal femur. This caused a 2-hour surgical delay.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the performed investigation, a need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.